Event description:
Customer reported a past low blood glucose event with the lowest level recorded at 53 mg/dl. Customer consumed carbohydrates as a treatment action. Customer received normal assistance but was not incapacitated and did not require additional third-party help. Customer was advised by technical support to consult their healthcare provider about the issue and acknowledged the recommendation.